Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) system was disabled and review of the device data was requested to technical services (ts). Upon review, ts discussed the s-ICD delivered inappropriate shocks due to oversensing, as the device detected the qrs complex twice due to its width and similar peak amplitude. The patient was reported to be in the intensive care unit. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) system was disabled and review of the device data was requested to technical services (ts). Upon review, ts discussed the s-ICD delivered inappropriate shocks due to oversensing, as the device detected the qrs complex twice due to its width and similar peak amplitude. The patient was reported to be in the intensive care unit. This s-ICD system remains in service. No additional adverse patient effects were reported.